Event description:
It was reported that alert transmissions for noise reversion were being sent to merlin.net without accompanying egms. The events had been viewed and cleared via programmer interrogation, but the alert still occurred. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.